Event description:
An operator was troubleshooting the acid reagent that was leaking under the advia centaur xp system and accidently removed the acid reservoir from its housing splashing the acid reagent into the co-workers eye. The co-worker immediately was rushed to the emergency rinse station, to rinse the eye with water. There were no reports of patient adverse health consequences due to the acid reagent splash in the co-workers eye.

Manufacturer narrative:
A siemens (fse) field service engineer was dispatched to the customer site to evaluate the instrument. The fse determined that the cause of the acid reagent splash was due to the co-worker not wearing safety glasses when troubleshooting the acid reagent on the advia centaur xp system. No further evaluation of the device is required.